Event description:
The customer reported that the jaws of the device did not open while on tissue. The surgeon was able to remove them manually from the pt. However, this resulted in additional tissue loss. There was no blood loss or pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.